Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. There was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166 h3: a medtronic representative went to the site to test the equipment. Testing revealed that there was a mechanical inspection failure. The upper door switch was replace with trunk stock. The manufacturer representative (rep) performed invalidate home, opened and closed the door multiple times with no issues. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product above. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the site went to take a confirmation spin the pendant said "door open" when the gantry was closed. When they went to open the gantry the gantry wouldn't move. There was a delay of less than 1 hour and no impact on patient outcome reported. Troubleshooting was performed. Technical services (ts) had the rep hug flanges on the side of the gantry and press the yellow door open button and the m button, but the issue persisted. Ts then had the rep manually open the gantry and remove tools. They were then able to open the gantry using the pendant.